Manufacturer narrative:
A ge representative evaluated the system and repaired it. System operates as intended.

Event description:
The customer reported the system intermittently will not display an image or print. No patient injury was reported.